Event description:
Reporter had a knee implant and suffering from pain, inflammation, discomfort. She also said that her knee locks sometimes and flips some other times. Reporter learned that her device has been recalled but nobody contacted her. Reporter was unable to reach the surgeon and do not know how to contact the manufacturer.